Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a premature ventricular contraction (pvc), followed by atrial activity that fell in the refractory period. As a result, atrial pacing was delivered by the device, which blanked the real ventricular activity, leading to inappropriate pacing in the right ventricle and inducing a ventricular fibrillation (vf). Technical services (ts) was consulted and upon review it was noted that the vf self-terminated. Programming enhancements were recommended and performed. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.